Event description:
The patient stated that she has experienced several infusion tubings separate near the luer connection since last week. The most recent incident occurred yesterday () and caused her blood glucose to elevate to 292 mg/dl. Her normal blood glucose range is 90-120 mg/dl. She stated that she immediately changed her infusion set and bolused to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.